Event description:
It was reported that the ilet user experienced sustained high blood glucose after a supply change, received an insulin set expired alert, and later observed an air bubble near the tubing, with continuous glucose monitor (cgm) values up to 273 mg/dl and a meter value of 291 mg/dl; the user did not perform the fill cannula step and missed a dinner meal announcement while using a dexcom g7 and an inset infusion set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface, consistent with failure to perform fill cannula and a missed meal announcement; a tubing fill test was successful, and glucose values began to decline after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.